Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 292.080.10, lot: 65p0467, manufacturing site: balsthal, release to warehouse date: september 1, 2020. A manufacturing record evaluation was performed for the finished device 292.080.10 lot number 65p0467 and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the hospital purchased 2 packs of 10 kirschner wires on unknown date. On (B)(6) 2021, it was found that 2 kirschner wires in one of the 2 packs were bent. There was no procedure and patient are involved. No further information is available. This complaint involves two (2) devices. This report is for (1) a kirschner wire. This report is 1 of 2 of (B)(4).